Manufacturer narrative:
This report is submitted on february 10, 2022.

Event description:
Per the clinic, the patient experienced non-auditory responses with the device. An x-ray (specific date not reported) scan revealed that the implant was out of the cochlea. The device was explanted on (B)(6) 2022 and the patient reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 18, 2022.